Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The patient was treated with intraperitoneal cefazolin 1 gm daily (duration not reported). At the time of this report the patient was recovering from the peritonitis event. Pd therapy solutions were ongoing at time of the event. All available information was obtained at this time.